Event description:
A flow diverter stent was successfully implanted to treat an unruptured left carotid cavernous segment aneurysm. One day post procedure an MRI discovered multiple ischemic lesions. Imaging found that the stent was permeable with no evidence of thrombus, as the etiology of these emboli were unclear, the physician decided to treat with intravenous heparin. Two days post-procedure, a large subdural hematoma (sdh) appeared. In less than one hour after clinical onset, the patient underwent a decompressive surgery for the sdh. However, the patient's condition did not improve and the patient died four days following the procedure. The cause of ischemic lesions is unknown.

Event description:
A flow diverter stent was successfully implanted to treat an unruptured left carotid cavernous segment aneurysm. One day post procedure an MRI discovered multiple ischemic lesions. Imaging found that the stent was permeable with no evidence of thrombus, as the etiology of these emboli were unclear, the physician decided to treat with intravenous heparin. Two days post-procedure, a large subdural hematoma (sdh) appeared. In less than one hour after clinical onset, the patient underwent a decompressive surgery for the sdh. However, the patient's condition did not improve and the patient died four days following the procedure. The cause of ischemic lesions is unknown.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Patient death, stroke and hematoma are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
This event was previously reported under manufacturer report #3009790505-2013-00001 in error. The incorrect site registration was used to report this event, this report is being filed to correct the manufacturer report number to correct the site registration number. Device not returned.